Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, after several inflations, the balloon ruptured. The device was replaced and the procedure was completed with another 2.50mm x 15mm nc emerge® balloon catheter. No patient complications were reported and the patient's status was stable.